Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 30-40s mg/dl. Due to the low bg, the customer lost consciousness twice in one day and the paramedics were called both times. Glucose injections were administered to address the low bg. The customer thought the low bg was due the pump settings. A healthcare provider adjusted the settings and the customer's low bg was resolved.